Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call drive motor anomaly and bolus anomaly on the insulin pump. Troubleshooting was not performed. Customer was in school and their bolus did not deliver. Customer advised the motor stopped working on their insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.